Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
(B)(6). Coagulation failure that the working end and intravenous took hold. By using scissors, peel away from tissue. During procedure for coagulation of subarachnoid and intravenous, the working end and intravenous took hold. As it was not possible to separate off by operating tweezers itself, the customer used scissors. Components in use listed as concomitant devices are: us600 / goldtip bipolar fcps str 190/90/0.5mm, gn160 / hf unit gn160.

Manufacturer narrative:
Investigation: the investigation was performed using a keyence vhx-5000 digital microscope. At the proximal ends, the labeling "ats1209" and "ats.15" can be found. The surfaces of the working ends are matte and rough, furthermore tissue residues can be found. Conclusion and root cause: based on the information available as well as a result of our investigation, the root cause of the failure is most probably related to an insufficient maintenance of the device. Rational: the working ends of the forceps are worn, thus a safe handling can no longer be guarenteed. No CAPA is necessary.